Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection/thrombus requiring medical intervention. Device issue: none. It was reported that the lesion was in the left main artery and had no tortuosity and mild calcification. The puncture site was in the right femoral artery. The lesion was examined using other company's devices. And then dca (directional coronary atherectomy) was performed using the flexi-cut device. After a test-cut at 40 psi, a dissection and a mobile radiolucent section were observed in the area where the test-cut was performed. Then, an attempt was made to cut the remaining plaque at 40 psi, but the mobile translucent section shifted to the distal site. Thrombus aspiration was performed repeatedly with another company's aspiration catheter. When thrombus aspiration was performed for the fifth time, the plaque was found adhered to the tip of the aspiration catheter and thereby the plaque was removed from the vessel. Neither slow flow nor no flow was experienced. No add'l event or pt info was available.